Event description:
Mammo tech compressed breast of patient, and when she released the compression footpedal, it continued to compress. Emergency off switches were not utilized. Patient pulled her breast out during compression.ge found no problems when doing test and calibrations. However, found the the cable to the footswitch was twisted and caught on switch, not allowing it to deactivate. For precautionary purposes, rep replaced all related components and recalibrated. Cable was shortened and made impossible to get hung under switch.